Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3889, implanted: (B)(6) 2017, product type: lead.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported when the hcp connected the implantable neurostimulator (ins) and tined lead, the hcp noticed that the top of the lead was ¿bare wire.¿ no issue was reported, no factors noted to have led to the event, no troubleshooting done at this time, and ¿any actions taken.¿ the issue was noted as not resolved at the time of the report. Additional information indicated that 3-4 mm of the distal end of the electrode became exposed during the procedure, close to the studs. Despite this, the electrode was functional, so was left implanted. It was noted that the system worked normally. No troubleshooting or actions/interventions were planned. There were no further complications reported/anticipated.